Event description:
It was reported that during a non-device related procedure the patient received inappropriate atp therapy due to noise from electrocautery. A magnet was applied to the device during the procedure but may have slipped or been improperly placed. The device remains implanted, and the patient will be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.